Event description:
Eval revealed a visibly damaged force sensor plate.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the force sensor plate was visibly damaged. The pump was primed successfully and exercised with no loss of prime warnings or "no cartridge detected" warnings duplicated.